Event description:
The pump was returned for investigation. Investigation revealed that the display was found to be dim and contamination under all buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: keypad cover was torn over 'up' and 'down' buttons. All keypad buttons are responsive. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display lens cracked around the edges. Dim pink faded display screen was observed. Open pump to take away a bad display screen to complete a test with knew good display screen, the good display screen is showing a strong contrast and clear text. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.